Event description:
Had outpatient procedure, after discharge, horrible blistering inflamed bright red skin where mastidol adhesive was used. How was it used or taken: topical; frequency: as needed; dates of use: (B)(6) 2019.